Event description:
The customer stated an architect c16000 and an architect i2000sr analyzer would not power on. An abbott field service representative was dispatched and reported an extension power cable used to link the power output from the ups to the power cabling of the track appeared charred at both ends. The damaged cable appeared to be smaller in diameter than the other cables on the ups and track. It was replaced and the analyzers were powered on. There was no adverse impact to patient management or injury to personnel reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect c16000 anad an architect i20000sr analyzer would not power on, and the power cabling appeared charred. Tracking and trending identified no other tickets related to the complaint under investigation, and no adverse trend. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.